Event description:
The customer reported that he was hospitalized with low blood glucose after passing out at work. The customer did not know the exact blood glucose level. He stated he was not using the insulin pump and was on injections. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.